Manufacturer narrative:
Upon visual inspection, the returned bar was indeed fractured. The complaint was confirmed. The bar was manufactured and released per procedure with no documented manufacturing deviations. A singular probable cause could not be identified. A technical root cause could not be determined . A definitive root cause has not been determined.

Event description:
The dentist reported that a custom hybrid bar fractured between site 20 and 21. The dentist stated it was near to last abutment on bar.